Manufacturer narrative:
The device was not returned for evaluation, however an investigation into this matter has been initiated and a supplemental report will be submitted when the investigation is complete. (B)(4).

Event description:
It was reported that when fluid was put through the 1/4" ECMO circuit for priming, several of the connections past the oxygenator started leaking. The customer attempted to tie-strap the connectors, but one of the connectors came apart and blew the circuit. The circuit was discarded and another circuit was used. No patient was involved in this event.